Manufacturer narrative:
H.6. Investigation: one sample was received and tested by our quality team. There was a clear separation at the bottom of the silicone portion of tubing which verified the customer's complaint. The tubing was then inspected under microscope to determine if a root cause of this failure could be determined. There was an indent where the retaining ring was located and had broken off. This signified that the set had been correctly assembled. Usually this failure occurs due to improper loading techniques when inserting segment into infusion pump. A device history record review could not be performed because lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing separated from the safety clamp while priming it. The following information was provided by the initial reporter: "customer was priming the tubing with lipids and the tubing separated at the connection to the lower portion of the safety clamp. Set 2202-0007. No lot number available. The tubing never made it to the patient."

Event description:
It was reported that the bd alaris¿ pump module infusion set tubing separated from the safety clamp while priming it. The following information was provided by the initial reporter: "customer was priming the tubing with lipids and the tubing separated at the connection to the lower portion of the safety clamp. Set 2202-0007. No lot number available. The tubing never made it to the patient."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.